Event description:
Pt receiving pain medication through the lifecare pca plus ii infuser. Pt not getting relief from pain. Pump kept alarming "occlusion." Nurse noticed slide clamp pinched off tubing and released slide clamp. Pt immediately felt some relief in her level of pain. Very shortly thereafter pt quit breathing. Narcan administered and pt recovered. Instructions in pump manual indicate how to manage pump when occlusion notice received but no alert on pump itself to indicate that free-flow will happen if specific instructions not followed.ai letter response rec'd 10/19/06: the customer indicated that the device would be returned for investigation as noted in the 3500a. Subsequently we have learned through follow-up calls that the device will not be returned for analysis since the "device did not malfunction." As indicated in the initial medwatch report, the customer contact stated the event was the result of an operator error andt he device passed testing at the user facility. The customers are trained on the use and programming of the pump and managing alarm conditions when the pumps are first placed at the facilities. Hospira requests that the training be mandatory for the entire staff but the final decission for who is trained rests with the customer. After the initial training is complete, hospira provided add'l training at the customer's request. This could be in the form of "train the trainer" or "skills days." As a result of this incident the hospira sales will contact the user faciltiy to enquire if refresher in-service training is needed.